Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to an erosion. The patient presented to the physician with recurring incontinence. The erosion was diagnosed via cystoscopy. The erosion occurred near the cuff slightly distal to the turn of the spongiosum. The patient had radiation prior to the erosion which the doctor believes may have caused the tissue to be less dense resulting in the erosion. The patient's outcome was good following the surgery.